Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the resection electrode loop broke had broken. The issue was found during a transurethral resection of the prostate (turp) procedure. There were no reports of patient harm.